Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the poor communication screen was seen on the patient programmer. The programmer would not communicate with the implant since (B)(6) 2016. They used the antenna, confirmed it was secure, and synced with the implantable neurostimulator (ins), but this did not resolve the issue. The programmer would not communicate with or without the antenna. No patient injury was reported. The patient¿s friend or family member later reported that they received the replacement programmer and it still would not communicate with the patient¿s implant. The patient was not getting any benefit from the implant, it worked and then stopped. There were no medical procedures or emi that could be related to the issue, but the patient had fallen a few times and this could be related to the issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.